Event description:
It was reported that during an implant attempt, the helix of the lead was not able to be extended. A different lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed, and the distal conductor was distorted. It was noted that there was blood in/on the helix/lobe mechanism and the lead appeared to have been damaged at implant. Visual comments noted that the lead was received with the helix fully retracted and the distal conductor distorted within the connector.